Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient is due for a right hip revision on (B)(6) 2016.

Manufacturer narrative:
Per additional information received, it was determined that this event had been previously reported under MFR report #0002249697-2016-01896.

Event description:
It was reported that patient is due for a right hip revision on 13-may-2016. Per additional information received, it was determined that this event had been previously reported under MFR report #0002249697-2016-01896.